Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The unit was returned to the service center (oms). The evaluation found a faulty generator board. Oms service replaced the generator board and returned the unit to the customer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The reported error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error). 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between hvps board and generator board (temporary or permanent error). 5) defective hvps board (permanent error). 6) defective generator board (permanent error). This is a known issue as a deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: the customer is required to check the function of all devices used prior to a procedure. Additionally, a suitable replacement device must be readily available during an application. Olympus will continue to monitor complaints for this device.

Event description:
The service center (oms) was informed that, during a transurethral resection of the prostate procedure, an error code e433 appeared on the high frequency generator. The procedure was completed using a different (monopolar) device. There was a delay but the delay was not specified and no patient injury or adverse outcome to the patient was reported.

Manufacturer narrative:
The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center (oms) was informed that, during a transurethral resection of the prostate procedure, an error code e433 appeared on the high frequency generator. No patient injury was reported.